Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer was unable to provide a bg value. The customer reported the suspected cause of the elevated bg's was due to being sick. The customer ended the call before any additional information could be gathered by tandem technical support.